Event description:
The patient presented with a thrombus occlusion in the right internal carotid artery and right middle cerebral artery (mca). The physician attempted to navigate the device beyond the thrombus in the mca but was unable to pass beyond the thrombus. The physician reported that during 20 minutes manipulation to cross the thrombus, some resistance was encountered and force was applied to the device. Approximately 4cm of the distal end broke off the device was stuck in the mca thrombus. An unsuccessful attempt was made to remove the clot and piece of the device and the broken end remained in the patient. The patient suffered no clinical consequences due to this event.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4) - the reported broken distal tip.

Event description:
The patient presented with a thrombus occlusion in the right internal carotid artery and right middle cerebral artery (mca). The physician attempted to navigate the device beyond the thrombus in the mca, but was unable to pass beyond the thrombus. The physician reported that during 20 minutes manipulation to cross the thrombus, some resistance was encountered and force was applied to the device. Approximately 4cm of the distal end broke off the device was stuck in the mca thrombus. An unsuccessful attempt was made to remove the clot and piece of the device and the broken end remained in the patient. The patient suffered no clinical consequences due to this event.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The returned device was examined under magnification and it was noted the platinum coil, nitinol tubing and core wire had separated approximately 4.5cm from the distal end. The platinum coil had stretched prior to separating. The stretching on the platinum coil is indicative that force had been applied to the device. The device was also slightly bent along the entire length of the polytetrafluoroethylene coated sections. No other anomalies were noted. The cause for the reported tip break and observed anomalies could not be definitively determined. Based on the information, the patient presented with a thrombus occluding the vessel and the device was manipulated for 20 minutes in an attempt to pass the thrombus. It was also stated that force had been applied to the device during this time and after this manipulation, the separation was noted. The directions for use warn that excessive force, advancing, withdrawing, augering or torqueing a guidewire, which meets resistance may result in tip separation. Therefore, it is most likely that the manipulation of the device in an attempt to pass the presenting thrombus is the most likely cause of the tip break and the anomalies noted to the device.